Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that moving the cross arm in and out would make the 9800 system non functional. No patient injury was reported.